Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. It was discovered that the left ventricular lead had dislodged. The physician successfully explanted and replaced the lead. The patient was in good condition post surgery.